Manufacturer narrative:
A supplemental report is being submitted for additional information. B5 : adding additional controller. Additional products d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-jul-2018 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 31-jul-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a07 h6: FDA results code(s):c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another controller exhibited a controller fault alarm. The controller remains in use.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed two (2) controller power up events logged on (B)(6) 2021 on 07:33:39 and 07:37:22 with an associated motor start logged at 07:37:42. Additionally, two (2) vad disconnect alarms were logged on (B)(6) 2021 at 07:33:45 and 07:37:27, indicating that a driveline was not connected to the controller during the power up events. Review of the event log file revealed that, prior to the power up events, the controller last had power on (B)(6) 2019. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point recorded since 14/aug/2019 was logged at 07:37:55 on (B)(6) 2021, indicating that the power up events occurred during a controller exchange. No controller failed alarms were logged within the analyzed period. As a result, the reported loss of power event was confirmed; however, the reported controller failed alarm was not confirmed. Based on the available information, the most likely root cause of the controller power up events can be attributed to a controller exchange. The investigation results for (B)(6) were submitted on regulatory rep # 3007042319-2021-00327. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for correction: this controller with serial # (B)(6) is a duplicate of FDA report number 3007042319-2021-00327. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the additional patient details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected power loss and controller failed alarm. The controller remains in use. No patient complications have been reported as a result of this event.